Event description:
It was reported that a large volume infusor leaked approximately 10 cc of an unspecified drug. This was observed during storage of the device. The reporter stated that the luer adaptor was fastened with the blue winged luer cap, and the bladder did not rupture. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured from june 04, 2014 ¿ june 05, 2014. The device was received for evaluation. Visual inspection noted that the blue winged luer cap was not tightened. A functional leak test was performed after the blue winged luer cap had been tightened. No signs of leakage were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.